Manufacturer narrative:
The device was received. Investigation is not complete. (B)(4).

Event description:
The customer contact reported, the float valve in the soluset in the tubing set did not close when the soluset emptied; subsequently, air was noted in the tubing distal to the soluset. It was reported, the soluset was filled with 25ml of an unspecified solution and after an unspecified length of time in use, the soluset emptied. The certified registered nurse anesthetist (crna) reported, the float valve in the soluset did not close and an unspecified volume of air was noted distal to the soluset. It was reported that no air was delivered to the pt. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.